Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lung malignant tumor resection, the reload was attached to the handle, and an attempt to fire was made. However, the device locked, and firing could not be performed. Another reload was used. There was no patient injury.